Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / vicryl suture, involved caused and/or contributed to the adverse events described in the article, specifically: seroma? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, vicryl suture? Journal article: seventeenth annual hernia repair: march 30-april 2, 2016 washington dc, USA. Citation: doi 10.1007/s10029-016-1468-8; hernia 2016 march; 20 suppl 1:1-138 presentation title: prevention of umbilical hernia after single site surgery presentor/author: edelman d.

Event description:
It was reported in a journal article that the patient underwent a single incision laparoscopic cholecystectomy procedure between (B)(6)2013 and the suture was used for mesh fixation. Following the procedure, the patient experienced seroma and it was aspirated in the office. Additional information has been requested.